Manufacturer narrative:
Customer reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "error message was confirmed during initial functional testing and in the archive data. The issue was attributed to the defective processor board. Following service, including replacement of the processor board, the platform passed all testing criteria. Visual inspection found that the front enclosure and the flexible patient restraint were damaged. The autopulse platform is a reusable device and was manufactured on 04/02/2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive showed that on (B)(6)2017, the archived recorded a "system error 136" (internal parameter corrupted) error message and no session occurred on the reported event of (B)(6)2017. Functional testing was performed and failed due to "system error "error message displayed upon power up therefore confirming the reported complaint. Additionally, the encoder cover and the flexible patient restraint assembly were replaced to remedy the damage found during the visual inspection. The autopulse passed the final functional testing successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse displayed " system error , out of service , revert to manual CPR " upon powering up of the device. According to the customer , they replaced the battery however was unsuccessful. No patient involvement reported on this event.